Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 4.2 cm diameter abdominal aortic aneurysm. It was noted that the neck angle was 40 degrees. Diameter of the upper proximal neck was 22-31mm; and the diameter of the aneurysm entry was 42mm. It was also noted that the proximal neck length by centerline was 1mm. It was reported that aneurysm (thrombosis) was confirmed 1mm distally from the renal artery, and there was about 3cm of normal landing zone at the thrombosed distal side. After implant of main body just below the renal artery, the contralateral limb was implanted. Final angiography didn¿t confirm endoleak into abdominal aortic aneurysm and iliac artery aneurysm. However, an endoleak was confirmed just below the renal artery. The physician stated that the type ia endoleak was an expected result. The stent graft was reportedly able to block the blood flow into abdominal aortic aneurysm and iliac artery aneurysm, which was the purpose of this procedure, and treatment was successful. The patient was in advanced age, and there was no option for open surgery. Therefore, it was the optimal treatment available that was given to the patient. No clinical sequelae were reported and the patient is fine. Additional information received reported that the patient was to be monitored normally and no intervention was planned. The physician also stated that they thought that the type ia was unavoidable and was caused by the short neck.

Manufacturer narrative:
(B)(4).